Manufacturer narrative:
Medwatch sent to FDA on 8/18/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported that after injection in the "mid face and zygomatic process," with juvederm voluma xc, the patient experienced "swelling in the face, pain when smiling, nodules up on the nose, under the eyes and everywhere else on the face," noticed immediately after injection. Patient was treated with a z-pak and ibuprofen. Healthcare professional referred to the event as an allergic reaction, a "biofilm or some sort of infection," and noted that the patient was admitted to the hospital. Patient was concomitantly injected with juvederm ultra plus xc in the nasolabial folds. Symptoms are ongoing. Further follow-up with the patient and healthcare professional provided the following information: patient provided an update about additional treatments including, "prednisone, hydroxyzine, allegra, doxycycline, tagamet, ativan, vitrase, epinephrine, scoping, and intubation. Patient is suffering from angioedema- which is causing the airway to close, and tongue swelling. Patient's treating allergist also reported that two days after injection, the patient had an allergic reaction in which they experienced "swelling in the face and lips, local swelling at the injection sites, and a flaky, itchy rash on their chest." Healthcare professional stated that the patient went to the emergency room at a local hospital and was given prednisone and benadryl for "presumed" angioedema. Additionally, a rhinoscopy was performed on the patient but there were no notes on the results of that examination.

Manufacturer narrative:
The event of angioedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Further follow-up with the patient and healthcare professional provided the following information: patient provided an update about additional treatments including, "prednisone, hydroxyzine, allegra, doxycycline, tagamet, ativan, vitrase, epinephrine, scoping, and intubation. Patient is suffering from angioedema- which is causing the airway to close, and tongue swelling. Patient's treating allergist also reported that two days after injection, the patient had an allergic reaction in which they experienced "swelling in the face and lips, local swelling at the injection sites, and a flaky, itchy rash on their chest." Healthcare professional stated that the patient went to the emergency room at a local hospital and was given prednisone and benadryl for "presumed" angioedema. Additionally, a rhinoscopy was performed on the patient but there were no notes on the results of that examination.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction, infection, nodules, swelling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: ¿ "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Patient reported that after injection in the "mid face and zygomatic process," with juvéderm voluma® xc, the patient experienced ¿swelling in the face, pain when smiling, nodules up on the nose, under the eyes and everywhere else on the face," noticed immediately after injection. Patient was treated with a z-pak and ibuprofen. Healthcare professional referred to the event as an allergic reaction, a "biofilm or some sort of infection," and noted that the patient was admitted to the hospital. Patient was concomitantly injected with juvéderm® ultra plus xc in the nasolabial folds. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00547 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.